Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report that the front hook was fallen out for permanent cautery hook instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument / accessory was inspected prior to use with no noted damage. Dissecting was being performed when the device fragment fell inside the patient. The instrument / accessory was in use prior to the issue for 10 minutes. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. There was no collision with any other instruments or other hard material during the surgical procedure. No fragment fell inside the patient. The wrist was straightened upon final removal with no resistance. No damage was noted to the cannula after the event occurred. The procedure was completed robotically with no patient harm. The patient demographic was not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis found to have a completely broken main tube at the distal assembly. The cautery wire is hanging but is not broken. The instrument passed continuity test. No material was found missing. Components adjacent to this broken main tube do show damage. The conductor wire dislodged. Additional observation(s) related to customer complaint: the instrument was found to have a dislodged conductor wire at the distal. The conductor wire not broken and passed the continuity test. The complaint was confirmed by failure analysis.